Event description:
During a laparoscopic cholecystectomy an er320 clip was applied to the cystic duct and the clip on the specimen side loosened after placement. The procedure was completed with the device. Bile leakage occurred from the cystic duct. Antibiotics were given to the pt. The device was from a ftr72 kit.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.